Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer reported an error 86. Customer said they did a few power cycles and breaker flips with no change. Intuitive technical support engineer (tse) had the customer power off again and cycle the vision side cart (vsc) breaker off and move the power cord to a new outlet and power back on. The error was temporarily cleared. The customer contacted tse again later and stated the error came back. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly. System was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The redundant power tray assembly was analyzed. The unit was tested and error 86 triggered at startup. The complaint was confirmed by failure analysis.